Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report number 1822565-2013-01843. Evaluation summary: updated info received via operative notes. Review of the primary operative notes does not indicate root cause. Revision operative notes indicate the tibial component was grossly loose. The femoral and patellar components were reported to be well fixed and positioned. Medial and lateral tibial osteolysis was reported burrowing down 3-4mm with fully contained defects. Root cause remains unk at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.